Manufacturer narrative:
Correction made to d1 and d4: additional information was added to d9, g4, h3, h6, and h11: h11: thirteen (13) actual devices and four (4) photographic samples were received for evaluation. The returned photographs were reviewed, and particles of foreign matter were identified either embedded in the blue female connector end of inlets, or dark speck contaminates observed on the white downstream female connectors. A visual inspection was performed on the actual samples, and black speck particles of foreign matter were identified either embedded in the blue female connector end of inlets or contaminates observed on the white female inlet connectors on the opened and unopened product samples. The reported condition was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) exactamix syringe inlets were contaminated. The contamination was described as ¿dark spots¿ and was discovered prior to patient use. There was no patient involvement. No additional information is available.